Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post-herpetic neuralgia and spinal pain. It was reported that the patient didn¿t charge their implantable neurostimulator (ins) since the summer prior to the report because she was moving. The patient still had pain relief, even though the stimulation was off. They stopped getting pain relief in the end of (B)(6) 2018 and in (B)(6) 2019, she could not charge their ins. The patient mentioned these issues to a manufacturer representative (rep). The patient was instructed on how to ¿reboot it¿ and they did a full recharge, but the ins battery died the next day. The patient met with the rep again to start up the ins, but the battery depleted two weeks later. It was noted that it was not overdischarged at this point because she was able to charge up her stimulator successfully. But then the patient clarified that she used to charge every six months but then had to charge every two weeks starting in (B)(6) 2019. In the end, the patient was redirected to follow-up with a healthcare professional (hcp). There were no further complications reported or anticipated. Additional information was received from the consumer. It was reported that the patient had her implanted replaced due to complications previously reported. Patient stated the replacement was because the battery would not hold a charge anymore and she would have to charge too frequently. Patient reported ins was replaced on (B)(6) 2020 with a new implant.

Event description:
Additional information was received from the consumer. It was reported that the patient's weight was 183 lbs at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.